Event description:
It was reported that following a coronary ptca/drug-eluting stenting treatment procedure, the patient became ill. The patient had previously presented to the hospital in jan. 2003, complaining of chest pain. Enzymes were consistent with a non-q wave myocardial infarction. Pharmacolgic therapy was initiated at that time. Repeat angiography performed in may, 2003 revealed triple vessel disease and the patient was referred for revascularization. In june, 2003, ptca to the lad and left circumflex was performed. Two taxus express2 stents were implanted and the patient was discharged. Three days later the patient was seen by their primary physician for complaints of fever and 'rigors'. The symptoms reportedly began one day post procedure. Diazepam was prescribed to treat the 'rigors'. When they did not resolve, hospital admission was arranged. On admission, the patient was febrile. Other vital signs were within normal limits. Additional clinical followup was unremarkable and etiology remained unclear. The patient remained hospitalized for 10 days. Patient was afebrile upon discharge. The possibility exists that the patient experienced a self limiting viral illness vs. A reaction to paclitaxel. The patient is now reported as 'well'.